Event description:
Two cm of proximal injector tip broke off inside the uterus during a saline infused ultrasonography. This was not discovered until 2 1/2 weeks later when the tip was spontaneously expelled into the vagina. Patient reported cramping, body aches, and bleeding before discovery of the tip. During the procedure, the patient reported that the physician said the balloon did not work. When investigating this event, another zui uterine injector tip was broken off in the sterile packaging. The break was distal to the balloon (2.5 cm from the tip).